Manufacturer narrative:
On july 2016, application support manager looked at treatment report and could not see anything from the images that would suggest a mistake in the catalys treatment. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had catalys cataract procedure completed in left eye. Then surgeon noticed during phacoemulsification that the posterior capsule had tear and then the remainder of the patient¿s crystalline lens drop into the anterior chamber of the eye. Surgeon reported that was most likely something he had done during surgery that resulted in the dropped lens. Patient was sent to a retina surgeon in order to remove the lens that got into the vitreous.